Manufacturer narrative:
As soon as the device is returned to the manufacturer for evaluation, an investigation will be conducted. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Dacapo power pack was returned for repair by the patient as a progressively shorter battery life as well as electrolyte leakage were observed. However, neither patient contact to battery chemistry nor any injuries were reported.

Manufacturer narrative:
The returned device was visually inspected upon arrival. A mechanically damaged housing was observed. The observed damage did not allow electrical testing to be conducted. The damage to the battery housing was clearly the reason for the malfunction of the device returned by the end-user. It is very likely, that the bulging of the housing caused the observed damage. The contacts seem to be oxidized by the leaking electrolyte. No injuries were reported. This is a final report.

Event description:
Dacapo power pack was returned for repair by the patient as a progressively shorter battery life, as well as electrolyte leakage were observed.